Event description:
This lead was implanted on (B)(6) 2011. On (B)(6) the patient was randomized and it was noted that the wound was healing fine. On (B)(6) the patient called the office stating that there was purulent discharge coming from his implant site, but had no fever or chills. The patient was admitted to the hospital on (B)(6) for IV antibiotics. The patient left the hospital on (B)(6). He was seen in the office on (B)(6) and started on cipro 500mg po bid and instructed to return to the office in 3 days. On (B)(6) the patient returned and had not started the antibiotics, but it was noted that the wound site looked significantly better. On (B)(6) the patient returns to the office, he started the antibiotics and his wound continues to heal. On (B)(6) it is noted that the superficial infection of the device is completely healed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).